Event description:
It was reported that during generator replacement surgery on (B)(6) 2014, the vns patient¿s device was interrogated prior to replacement and found to be at settings indicative of an interrupted system diagnostic test. Attempts for additional relevant information have been unsuccessful to date.